Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypoaesthesia oral ("numbness mouth, tongue and everything in between"), flatulence ("a lot of gas after hysterectomy"), insomnia ("couldn't sleep"), nightmare ("nightmares"), stress ("walk all night long by myself"), nasopharyngitis ("cold"), gastroenteritis viral ("stomach virus"), vomiting ("vomit"), diarrhoea ("diarrhoea"), vaginal discharge ("fluid coming out of vagina"), hair thinning ("hair thinning") and hair loss ("hair loss"). The patient was treated with biotin and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia oral, flatulence, insomnia, nightmare, stress, nasopharyngitis, gastroenteritis viral, vomiting, diarrhoea, vaginal discharge, hair thinning and hair loss outcome was unknown. The reporter considered diarrhoea, flatulence, gastroenteritis viral, hair thinning, hypoaesthesia oral, insomnia, medical device removal, nasopharyngitis, nightmare, stress, vaginal discharge, vomiting and hair loss to be related to essure. The reporter commented: 43 years old at time of hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received couldn't sleep, nightmares, walk all night long by myself, cold, stomach virus, vomit, diarrhea and fluid coming out of vagina, lost hair an hair thinning were added. New reporter was added. Biotin was added as treatment drug. New reporter was added. Amendment: the report was also amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query- event pt changed from hypoaesthesia to hypoaesthesia oral. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypoaesthesia ("numbness mouth, tongue and everything in between") and flatulence ("a lot of gas after hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia and flatulence outcome was unknown. The reporter considered flatulence, hypoaesthesia and medical device removal to be related to essure. The reporter commented: 43 years old at time of hysterectomy most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events numbness generalized and gas were added. New reporter added. On (B)(6) 2020: processed with follow-up 3. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.